Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, bad cough and eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged difficulty breathing/short of breath, bad cough and eye irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Evidence of sound abatement foam degradation / breakdown was not observed in the base unit. Secondary findings such as beige contaminant on the bottom enclosure and rear panel. Evidence of water ingress on the blower box. Dark contamination found at blower seal on blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 6 errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but evidence of water ingress in the blower box and presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin.